Manufacturer narrative:
A general reagent or analyzer problem was not present, because the qc prior to the event was within ranges. No relevant alarms were present in the analyzer alarm trace. The customer and service maintenance are complete according to the specifications. The investigation was unable to determine a specific root cause. There was no product problem identified.

Event description:
There was an allegation of questionable elecsys hcg stat results from the cobas e 801 analytical unit. The initial result was 9.60 miu/ml. The patient's care provider questioned this result as the patient is on accutane, and it is required that they do not get pregnant, as this would be high-risk. The same sample was repeated on the same analyzer and another cobas e801 analyzer, and the results were <1 miu/ml with a data flag. On (B)(6) 2026, the same sample was repeated on the same analyzer and another cobas e801 analyzer, and the results were <1 miu/ml with a data flag. The repeat results were believed to be correct.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.